Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the buttons were get stuck customer¿s blood glucose was unknown at the time of incident. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer stated that the time was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive keypad due to pillowing keypad overlay. Device error confirmed after failing the self test and in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Device failed the self test and passed the displacement test.(B)(4).